Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of migration. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral breast augmentation using a horizontal in imf incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures included abdominoplasty and liposuction. On (B)(6) 2019, bilateral migration, malposition or contraction was reported. Patient presented with implants sitting too high. Recommendation for treatment was use of a bra band to help lower breasts. Last follow-up visit with patient was 1/8/20 where patient continues to wear bra band to help lower the breasts. Outcome unknown. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.